Event description:
On (B)(6) 2011, the vns treating physician reported that the vns pt is being referred for vns explant surgery due to wound adhesion. The family plans on having the pt's vns re-implanted after it heals. Good faith attempts for add'l info from the physician have been to no avail thus far. If add'l info is received, it will be reported.